Event description:
Acudose computer froze. Nurse could not obtain access to get rapid response drug box open for a code blue. Another medication cabinet was accessed for meds. This facility has reported previous problems with this equipment.